Event description:
It was reported that the cartridge was leaking. Customer¿s blood glucose (bg) level was displayed as "high", although a specific value was not given. Customer had not addressed bg at time of troubleshooting. During troubleshooting with tandem technical support (tts), it was found that the customer was overfilling the cartridge, causing the leak. The customer continued using the pump for insulin therapy.